Event description:
Olympus was informed that the referenced device failed after several uses. The tip fell off during an unspecified procedure. There was no patient injury reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the tip broke off inside the patient's bladder during a therapeutic transurethral resection of the prostate (turp) procedure where the tip was retrieved with an unspecified grasper. The intended procedure reportedly was aborted and had not yet been rescheduled. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The insulation beak was cracked and broke off from the metal sheath at the distal end. There were no signs of indentation or damages noted on the metal sheath. The insulation beak was an older version. The referenced device had been forwarded to the OEM for further evaluation.